Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed button error. Customer stated he gave himself bolus for lunch and buttons got stuck and he took out the battery out and got button error alarm. Troubleshooting was done. Customer's blood glucose was 300 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. There was no button error alarm noted. The insulin pump was received with minor scratches on the display window and cracked reservoir tube lip.